Manufacturer narrative:
Pr (B)(4) emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
On (B)(6) 2022,patient felt shortness of breath and connect the pleurx vacuum bottle 1000ml to drain fluid at home. Amid draining around 300ml, the tube was loose and detached itself from the vacuum bottle causing the vacuum bottle to lose its negative pressure. The patient then connected to a second bottle, the second bottle drains perfectly and drained 800ml of fluid. What was the impact to the patient? There is no harm to the patient from this incident. Where is the catheter located? Abdomen or chest the catheter is located at the chest.

Manufacturer narrative:
Pr 6582302 follow-up emdr for device evaluation: one photo and one video were provided to our quality team for investigation. Through visual inspection, the drainage line is observed to be disconnected from the bottle, verifying the reported failure. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001454783 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
On (B)(6) 2022(saturday), patient felt shortness of breath and connect the pleurx vacuum bottle 1000ml to drain fluid at home. Amid draining around 300ml, the tube was loose and detached itself from the vacuum bottle causing the vacuum bottle to lose its negative pressure. The patient then connected to a second bottle, the second bottle drains perfectly and drained 800ml of fluid. (B)(6) 2022: [(B)(6)]. What was the impact to the patient? There is no harm to the patient from this incident. Where is the catheter located? Abdomen or chest = the catheter is located at the chest. Is there a physical sample available showing the reported issue? = no physical sample available.